Event description:
It was reported that there was a communication problem and it was getting harder and harder to charge their implantable neurostimulator (ins). The patient reportedly used to charge for 10 minutes and the recharger would shut off and the screen would go blank. At the time of the report it was down to 2 minutes and the screen would go blank. It was noted that this started a couple of weeks prior to the report. It was noted that when it was charging for 10 minutes the patient could do this enough to get by with the ins charge level, but at the time of the report is was more of an issue. It was noted that a month prior to the report the patient started seeing a picture of a doctor but did not remember seeing a code. The patient attempted to charge their device during the report and there were no coupling boxes full but they normally get between 4-5 boxes and sometimes all 8 boxes. It was noted that the ¿call doctor¿ screen was never pulled up during the call. The patient reportedly notified their doctor about this issue on (B)(6) 2014. The patient later reported that for the past two years, since (B)(6) 2015, it wasn¿t working, and for the last year the patient hadn ¿t been able to get the implantable neurostimulator (ins) to recharge.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).